Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states

Event description:
It was reported the patient received the following results within 15 minutes: 24.8 mmol/l, 13 mmol/l, and 11.3 mmol/l.